Manufacturer narrative:
Retainer ring = clear customer returned pump for alleged frozen screen, unresponsive keypad and stuck button alarm found on 17-sep-2019. Unit passed the self test, displacement test, sleep current test and active current test. All buttons function properly. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected alarms/battery anomalies noted during testing. Unit successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, and unexpected replace battery alert on 09/17/2019 10:31:00.000, replace battery now alarm on 09/17/2019 09:49:00.000 which was expected, power loss alarm on 09/17/2019 10:14:43.000 which was expected and failed battery test which was expected on 09/17/2019 10:08:55.000 were found in pump history. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. No stuck key alarm found in the history files or traces on event date. Pump passed the keypad voltage test. The following were noted during visual inspection: pillowing keypad overlay. In summary, customer allegation for frozen screen, unresponsive keypad and stuck button alarm was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had frozen display reoccurred. Customer's blood glucose level was unknown at the time of incident. Customer reported the time clock did not advance. Customer reported the screen was not completely blank. Customer stated that the alarm occurred during the time that the buttons were not responding and did not begin to work in less than 5 minutes without battery change. Customer was unable to clear the insulin pump errors, power loss alarm and program pump. The insulin pump will be returned for analysis.